Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to intermittent high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. After the lss, noise and oversensing occurred, and the patient experienced dizziness. Isometrics were performed; noise and oor impedances were unable to be recreated. Boston scientific technical services (ts) discussed it is likely a spring contact issue in the device header, and recommended reprogramming to unipolar pacing, and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.